Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient received a vibratory alert for low, out of range, high voltage lead impedance. Reprogramming was recommended. Plans were made to bring patient into clinic for further evaluation. No further information is available at this time.